Event description:
It was reported that during a percutaneous coronary intervention a balloon rupture occured. The vascular access site used was the femoral artery. The de novo target lesion was located in an unknown artery. A 12mm x 4.00mm nc quantum apex balloon catheter was selected and advanced to post dilate the target lesion. Upon second inflation the balloon ruptured at 16 atmospheres. The atmospheres of the first inflation are unknown. The balloon was removed successfully from the patient intact. The procedure was completed with a different device. No complications were reported and the patient's status was good.

Event description:
It was reported that during a percutaneous coronary intervention a balloon rupture occured. The vascular access site used was the femoral artery. The de novo target lesion was located in an unknown artery. A 12mm x 4.00mm nc quantum apex balloon catheter was selected and advanced to post dilate the target lesion. Upon second inflation the balloon ruptured at 16 atmospheres. The atmospheres of the first inflation are unknown. The balloon was removed successfully from the patient intact. The procedure was completed with a different device. No complications were reported and the patient's status was good.

Manufacturer narrative:
Device evaluated by manufacturer: examination of the returned device revealed there was blood in the balloon and inflation lumen. Magnified inspection revealed a longitudinal tear in the balloon wall on the proximal end of the balloon. The balloon presented no irregularities in the balloon material or the ro marker that could have contributed to the damage. There was no evidence of any product quality deficiencies contributing to the damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Manufacturer narrative:
(B)(4).